Event description:
Customer reported that the touchscreen on their pump was unresponsive, and they were unable to interact with it. The customer's blood glucose level displayed "high," but the specific value was unknown. To address the high blood glucose level, the customer administered a correction injection via manual insulin therapy (mdi). Technical support provided instructions for a pump reset, and after performing the reset, the customer was able to interact with the pump screen again, effectively resolving the issue.